Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the pediatric patient was taken to the hospital by their father. The cgm was displaying "low" while the bg was 400 mg/dl. There were no symptoms mentioned during the report. Insulin was provided to the patient via IV. At the time of the follow up report on (B)(6) 2025, the patient was still in the hospital and was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.